Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient suffered a stroke. The patient was unable to speak and decided to go to sleep, when they woke up, they were unable to move their right side. The patient was hospitalized on (B)(6) 2024. It was reported that the patient had a history of afibb, ICD, and was on elaquis. The nurse practitioner reported that there was a left gaze, global aphasia, and right hemiplegia. The clot was removed via thrombectomy. It was initially questioned if barostim caused the stroke, however a literature review showed that there was a very low chance of stroke post procedure. In the patients most recent cardiology note, there was no mention of the event being related to barostim. As of (B)(6) 2024, the root cause was unknown and it was suspected to be between fibromuscular dysplasia and cardio-embolism. It was reported that the patient was in rehab as of (B)(6) 2024 and their status was unchanged.

Manufacturer narrative:
The patient was discharged from the hospital and moved to rehabilitation. (B)(4).

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was unknown and it was suspected to be between fibromuscular dysplasia and cardio-embolism. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient suffered a stroke. The patient was unable to speak and decided to go to sleep, when they woke up, they were unable to move their right side. The patient was hospitalized on (B)(6) 2024. It was reported that the patient had a history of afibb, ICD, and was on elaquis. The nurse practitioner reported that there was a left gaze, global aphasia, and right hemiplegia. The clot was removed via thrombectomy. It was initially questioned if barostim caused the stroke, however a literature review showed that there was a very low chance of stroke post procedure. In the patients most recent cardiology note, there was no mention of the event being related to barostim. As of 08-jul-2024, the root cause was unknown and it was suspected to be between fibromuscular dysplasia and cardio-embolism.